Event description:
It was reported that first day of placement, during management in the intensive care unit, urine leaked from the side of the foley catheter. The catheter was sealed with tape and continued to be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that first day of placement, during management in the intensive care unit, urine leaked from the side of the foley catheter. The catheter was sealed with tape and continued to be used.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted visual inspection noted a hole in the catheter shaft measuring (0.060") and (0.3295") from the trifurcation - confirmed. Also received 3 photo samples: first photo sample shows inflation cap of catheter. Second photo sample shows top view of catheter. Third photo sample shows end of catheter with deflated balloon. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would not have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.